Event description:
It was reported that the system 9800's left monitor was inoperative and could not display an image. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The left monitor of the workstation was removed and replaced. Images were called up on the monitor to verify operation. The system was tested and found to be working as intended and placed back into service.